Event description:
11 french & 7french sheath in left femoral vein - tortuous access. 3d intracardiac echocardiography catheter (ice) inserted through 11 fr. Md attempted to reposition ice catheter, decided to discontinue catheter, inserted .035 j wire thru 11fr sheath due to resistance.several minutes later, during sheath maneuver, sheath separated into half - distal half inside left femoral vein.

Event description:
11 french & 7french sheath in left femoral vein - tortuous access. 3d intracardiac echocardiography catheter (ice) inserted through 11 fr. Md attempted to reposition ice catheter, decided to discontinue catheter, inserted .035 j wire thru 11fr sheath due to resistance.several minutes later, during sheath maneuver, sheath separated into half - distal half inside left femoral vein.